Event description:
I went into the patient's room to administer medications and checked on the pca pump to make sure there was enough medication in the syringe. When I hit the history button, nothing happened, the pca screen didn't light up. I noticed at that time the pump was off. The pca pump was plugged in to the power strip at the bottom of the IV pole and the power strip was plugged into the wall. Both IV pumps were also plugged in in the same way and were functioning properly. I unplugged the pca from the power strip and plugged it into the wall outlet. The screen on the pca pump did not light up but I noticed it said on the screen "unit off. Surge charging". I gave the unit approximately 10-minutes to charge and tried to turn the pump on. It did not turn on. I then got a new pca pump and restarted the pca per the order.